Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for whatever reason, they've had bad luck with batteries, because their currently implanted micro neurostimulator was their third implant and that for their previous two implants, which were supposed to last 5-6 years, they would last about a year and they'd be dead. The patient stated that they didn't know if it was them or if they just would "eat batteries." They also stated they had a nerve stimulator and they left it running and it was fine. Patient services reviewed with the patient that batteries would deplete more quickly if higher settings were used and the patient stated they probably had ran those previous two batteries "pretty high," and stated that they were asked if it was worthwhile going through that trouble of having it replaced and the patient stated "it's like this: it's either me using it and not having to catheter or me having to catheter all the time and I'd just as soon not have to catheter. It works great when it's working." Patient services did review with the patient that the patient was currently on their 4th battery and not their third and the patient agreed that their very first implant lasted longer and that it was only the previous two 3058s that had depleted in a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.